Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure, the head was noisy. No consequence or impact to the patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA. Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. The actual sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. The event was not able to be recreated; however, the complaint was confirmed based on investigations of previous occurrences of this known issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.